Event description:
Patient was undergoing a sigmoid colectomy. The ethicon automatic stapler was placed in the rectum and did not fire when triggered. Staff attempted to change the battery while the stapler was in place, but that did not work either. They had to remove the stapler and replace it with a new stapler which did work. There was no patient harm in this case, but there is potential for harm with each insertion of instrumentation into the rectum.